Event description:
It was reported by the customer that the device is broken off. If a piece of the device were to fall into a surgical site it could cause infection or patient harm. There was no known patient involvement or procedural delays associated with the event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported by the customer that the device is broken off. If a piece of the device were to fall into a surgical site it could cause infection or patient harm. There was no known patient involvement or procedural delays associated with the event.